Event description:
Caller reported an issue with the incorrect time and date settings on the pump, which were unrelated to the pump's functioning. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump's time and date settings, advised monitoring for future discrepancies, and educated the caller on the implications of incorrect settings. The caller understood and acknowledged all guidance provided.